Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) yet, but returned to customer service department of olympus italy. Customer service department of olympus (B)(4) checked the subject device and found that a tip of unspecified brush was stuck inside the suction cylinder. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a colonoscopy with cf-hq190i, the user was feeding gas into the patient's colon, but the user was unable to suction gas with the subject device from the patient and the patient was over-insufflated. The user withdrew the subject device from the patient and inserted an unspecified rectal probe into the patient's rectum, then massaged the patient's abdomen to release the gas from the patient's colon. After the user replaced the suction valve of the subject device to another suction valve, then the subject device operated normally. But, when the user inserted the subject device into the patient, the subject device could not suction gas again. The procedure was cancelled. There was no report of the injury other than above.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-00940. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined. Based upon the information from olympus europa (B)(4)), omsc surmised that problem of the suction function was likely due to the stuck of the tip of unspecified cleaning brush in the suction cylinder of the subject device. Also, there was the possibility that the tip of the brush had been broken and stuck in the suction cylinder of the subject device during the manual cleaning with the brush. The instruction manual of the device warns user of the use of damaged brush as follows; the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus.